Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This rv lead and the ra lead were dislodged. The physician wanted to replace them rather than reuse them. They were replaced with the same models. No adverse patient side effects were reported.